Manufacturer narrative:
(B)(4).

Event description:
It was reported the tunneling tool broke while pulling 2 extensions up from the clavicle to an incision 5-10 cm behind left ear. As a result of the tunneling tool break, both extensions were left half way tunneled and a piece of broken plastic was under the skin. A second incision had to be made in the neck to find and remove the broken piece of plastic, and then the extensions had to continue to be tunneled. An add'l hour was added to the procedure because of this event. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. It is unclear which extension kit tunneling tool broke, so a report has been filed on both. See MFR report #3007566237201101671 for the other report.